Event description:
Healthcare professional reported left side "implant based reconstruction with tissue expander." Healthcare professional additionally stated "cd30 positive and alk negative." Device has been explanted. Patient was treated with two cycles of abvd, chemotherapy and radiotherapy.

Manufacturer narrative:
The event of lymphoma-alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exchange for permanent breast implant.